Event description:
It has been reported knee revision surgery. Upon revision, insert did not appear to be securely locked onto tibial baseplate. Reactive tissue found under insert and on baseplate. New insert was impacted onto baseplate and appeared to lock securely.